Manufacturer narrative:
H10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the unit was showing required code # 3. The fse also stated that the front end board (0670-00-0668) is suspected to be defective and required for further testing. Also, that at the moment issuing required part is on hold due to pending payment which customer has not released. It was later informed that they repaired the unit themselves and the it was now in working condition. However, no repair information was provided. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check by the customer the cs100 intra-aortic balloon pump (iabp) displayed maintenance required code # 3. There was no patient involvement, and no adverse event reported.